Event description:
The report from the field indicated that the 2.5x23mm cypher stent was being connected to a 10cc syringe in preparation for flushing, when the hub inflation port broke into two separate pieces. Per reporter, a normal amount of force was used in attempting to connect the syringe, when the hub easily separated. The packaging was intact. The event occurred outside the pt's body. There was no pt injury.